Event description:
It was reported that this right atrial (ra) lead was associated with a system infection. Surgical intervention was performed, and the ra lead was explanted. The patient developed a pericardial effusion after the procedure and experienced cardiac tamponade and later passed away. No additional adverse patient effects were reported.